Manufacturer narrative:
H3, h6) a software analysis was conducted. In summary, no faults were found. The site double-checked their "ae" title and they were then able to receive images. It appeared to be a pacs configuration issue and did not appear software-related. B01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, version #: 2.1.0 h3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the scans were not downloading from electronic picture archiving and communication systems (pacs). The field representative (rep) was able to search for patients but when selecting patient to retrieve scan, it would show that it was attempting to download and then eventually displayed a "transferred failed" error. The rep had been working with the site's ip to verify network information (ip, gateway, etc) for both the navigation system and pacs, tried static and dhcp, etc. The rep had verified the test for the pacs node in the digital intercommunication of medicine (dicom) page passed successfully. The site's internet technologies (it) department was allegedly reporting that the stealth was not set-up correctly. There was no patient involvement.